Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens+ (lal+, (B)(6), +22.0d) was implanted in the right eye on (B)(6) 2023. The patient had 2 light adjustments and no lock-in treatments post-operatively. Upon returning to clinic on (B)(6) 2025, the patient complained of blurry vision. The patient had an additional light treatment on (B)(6) 2025 and returned to clinic on (B)(6) 2025 complaining of continued blurry vision and halos. Slit lamp exam found a central area of distortion that is consistent with photopolymerization. The lal+ was subsequently explanted on (B)(6) 2025 and replaced with another lal (sn (B)(6), +22.0d).